Event description:
The customer reported to their baxter sales representative (bsr) of multiple occurrences where the clearlink valve of the clearlink y-type extension set, product code 1c8736, lot number unknown, is separating from the lowest y-site. The customer believes this may be due to the adhesive. There was no patient involvement. No patient injury or medical intervention occurred. No additional information is available.

Manufacturer narrative:
The sample is not available for evaluation. If any additional information becomes available a follow up medwatch will be submitted. (B)(4)